Manufacturer narrative:
This report is submitted on july 10, 2024.

Event description:
Per the clinic, the patient experienced an infection at abutment site and subsequently underwent a surgical procedure for wound cleaning (specific date not reported). The patient was hospitalized on (B)(6) 2024, for IV antibiotics administration (specific duration not reported). It was also reported that the patient experienced a loss of osseointegration resulting in fixture loss. Reimplantation is planned but has not taken place at the time of this report.